Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy fluid coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. On an unreported date, the patient began treatment with amikacin injection (250mg, route, frequency and duration not reported), ceftazidime injection (1 gm, route, frequency and duration not reported) and heparin injection (1000 iu, route, frequency and duration not reported) for peritonitis. The cause and outcome of the peritonitis were unknown. No additional information is available.